Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used on the cystic artery and cystic duct. The clip applier failed to apply proper clips repeatedly. Another device was opened and also failed to apply proper clips. There were no patient consequences. Case completed with another device of the same product code. The shape of the clip was a 'v' shape.

Manufacturer narrative:
(B)(4). Devices c-d: batch# k9006j; expiration date: 12/7/2017; manufacturing date: 1/7/2013. Four devices were returned for analysis. (A-d) all devices were returned good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, retained and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.